Manufacturer narrative:
Device evaluation: product not returned. Review of the x-ray confirmed one device was positioned off-center. Further device evaluation unable to be performed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to operational factors, patient factors, or post-op care factors. DHR review: DHR unable to be reviewed as lot number is not known. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a patient started to experience pain approximately 7 years after two mobi-c devices were installed. One of the devices is aligned correctly while one is off-center. The surgeon believes the pain may be related to the facet joints. Further information from the reporter indicates the pain is associated with the level above the two-level mobi-c constructs and is not related to the mobi-c devices.this is report one of two for this event.

Event description:
It was reported that a patient started to experience pain approximately 7 years after two mobi-c devices were installed. One of the devices is aligned correctly while one is off-center. The surgeon believes the pain may be related to the facet joints. Further information from the reporter indicates the pain is associated with the level above the two-level mobi-c constructs and is not related to the mobi-c devices. This is report one of two for this event.

Manufacturer narrative:
If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2021-00123.

Event description:
It was reported that a patient started to experience pain approximately 7 years after two mobi-c devices were installed. One of the devices is aligned correctly while one is off-center. The surgeon believes the pain may be related to the facet joints. This is report one of two for this event.